Manufacturer narrative:
As no further information is expected, the investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that during the implant of this device, the right ventricular lead was unable to be inserted into the header. The lead was able to be successfully inserted into the header after several attempts. This device remains in service. No adverse patient effects were reported.